Event description:
It was reported that the patient experienced a stabbing / shocking sensation when he turned on his neurostimulator. In addition, the area of his back where the leads were placed was bothering him. The patient had an appointment with his hcp scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; lead model 3777-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).